Manufacturer narrative:
Manufacturing evaluation conducteda review of the manufacturing records for the device verified that the lot met all pre-release specifications.users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
Following information was received from our sales leader, (B)(6), who attended the meeting of the (B)(6) society of aortic stent graft on (B)(6) 2014. On (B)(6) 2013, the patient was emergently brought into the hospital with respiratory discomfort and shock vital signs. An emergency cta scan was performed, and the abdominal aortic aneurysm with a diameter of 78mm, extravagation of contrast outside the aneurysm, and retroperitoneal hematoma were identified. The patient was diagnosed with a contained rupture of the abdominal aortic aneurysm and underwent endovascular repair of the contained rupture using gore® excluder® aaa endoprostheses. After the implantation, angiography showed no endoleak and the patient¿s vital sigs were stable. The physician concluded the procedure. Two hours after the procedure, the patient presented in shock. An emergency cta scan showed the extravagation of contrast outside the aneurysm sac due to a type ii endoleak originating from an inferior mesenteric artery. Coil embolization was performed to treat the type ii endoleak. The patient¿s vital signs turned stable immediately. Later (unknown date), a surgical removal of hematoma was conducted. The patient was discharged 80 days after the procedure in good condition.